Event description:
Reporter alleged obtaining a discrepant back to back blood glucose results of hi (greater than 600 mg/dl), 424 mg/dl and 120 mg/dl when all tests were performed within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.